Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was determined to be fractured during the normal device change out and device system upgrade. There were no reported adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
(B)(4): lot# 8101561, exp. Date: 10/22/2009. Device manufacture date: 10/2008.

Event description:
It was reported that the index procedure occurred (B)(6) 2009. The target lesion was located in the distal left circumflex (lcx) with 95% stenosis and was 14 mm long with a 2.5 mm reference vessel diameter. Pre-dilatation was preformed and a promus 2.5 x 18 stent was deployed. Following stent placement, it was noted that there was a distal edge dissection. The dissection was treated with an additional promus 2.5 x 12 stent. Following post-dilatation residual stenosis was 0%. A non-target lesion located in the proximal lad was treated with placement of a unknown bare metal stent during the index procedure. Post procedure cardiac enzymes were noted to be elevated. The site reported an event of elevated troponin levels at discharge occurring on (B)(6) 2009. The troponin elevation was consistent with protocol definition of myocardial infarction (mi) and arc definitions. The was no reported treatment for the mi. The event resolved without residual effects and the subject was discharged on (B)(6) 2009 and prescribed aspirin and clopidogrel. Relationship to index procedure per investigator: highly probable. Relationship to index procedure per investigator: possible. Relationship of mi to target vessel - related. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarcation (mi) is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The 2.5x18 promus (1009539-18b, 8093061) is being reported under a separate medwatch report number.